Event description:
Litigation alleges that the patient suffers from pain, discomfort, inflammation, popping/snapping sensations, and elevated metal ion levels. Update (B)(6) 2013- pfs and medical records received. Part/lot was provided. Operative notes indicated impingement and osteolysis. The cup, stem, and screws were added.

Manufacturer narrative:
The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The devices associated with this report were not returned. A search of the complaint database found no additional related reports for the lot codes d28es1000, ds2dx4000, and ds2dv4000. A search of the complaint database finds additional reported incidents against lot codes 2969764, 2989640, and db7fn1000 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.